Event description:
The customer, who uses an animas insulin pump, reported she removed the pump the night before the incident due to her blood glucose dropping too low overnight the night before. She states that on the morning of (B)(6) 2010, she was conscious but unresponsive, that she has trouble waking up when her blood glucose is too low. Her husband gave her a glucagon injection around 5:30 am; she stated she would not have physically been able to treat herself. The animas insulin pump mentioned in this event is not manufactured or imported by our firm. N/a this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).